Event description:
It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later this electrode had a latitude alert for shock impedance greater than 400 ohms. The clinic will bring the patient in for a follow-up. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later this electrode had a latitude alert for shock impedance greater than 400 ohms. The clinic will bring the patient in for a follow-up. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the alternate sensing vector for this system had a flat electrocardiogram. The sensing vector is now programmed to the primary vector with improved sensing. Technical services advised to x-ray the electrode to verify the integrity. Later this electrode had a latitude alert for shock impedance greater than 400 ohms. The clinic will bring the patient in for a follow-up. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.